Event description:
It was reported that during an unspecified surgical procedure, it was observed that while using an unknown attachment device the surgeon attempted to insert a distal locking screw with the radiolucent drive device. The drill bit was attached to the radiolucent drive, and drilling was performed for a while. The drill attachment part got hot and became stuck. The cutter device could not be removed from the radiolucent drive device. The procedure technique was switched to manual, and the screw was able to be inserted. During wound closure, the surgeon pulled it forcefully, and the drill bit came off. However, the rubber part of the drill bit was blackened, and there was a scratch mark on the radiolucent drive. There were no delays in the surgical procedure. A spare device was used to complete the procedure successfully. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D1, d4, g1, g4 (510k), h4: this report is for an unknown fluid management device. Part and lot number are unknown. Without the specific part number, the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown.